Event description:
It was reported on (B)(6)-2026 that the patient experiencing a low blood glucose (bg) event. The likely contributing factor appears to be taking insulin prior to eating, followed by engaging in physical activity before consuming a meal, which may have led to the hypoglycemic episode. To manage the low bg, the patient consumed a meal along with an instant glucose packet.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.